Event description:
It was observed during the device inspection, that the light source exhibited a non-olympus lamp. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 (it was left blank on the initial report. Marked as "no") and g2 "health professional" marked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the cause was the lamp installed by the customer or the third person. The event can be detected and/or prevented by following the instructions for use which state: instruction manual of clv-s400 (no.: ra0486) has following description, and it may prevent from phenomenon pointed out. Olympus will continue to monitor field performance for this device.